Event description:
Information was received from the physician noting that the cause of the migration is unknown. The intervention (surgery) was for patient comfort only and due to generator battery level. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. (B)(4).

Event description:
The patient's generator was replaced as it was migrating down her breast. Device return and evaluation is not necessary because the reported event is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.